Manufacturer narrative:
(B)(4).

Event description:
Procedure: jejunostomie. According to reporter: the device misfired. The needle did not align properly during the transfer of the needle through the tissue. The surgeon cut the needle from the suture. After several attempts to retrieve the needle, the needle was grasped with forceps and removed, but when the forceps were inspected, the needle was not seen. Again abdominal cavity inspected laparoscopically by the doctor. The drapes were checked, the floor was combed with a magnet. Unable to locate the needle. An x-ray was done and reported no foreign body.